Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the 1,2,3 screen. The customer's blood glucose was 65 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.